Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a sureform 45 stapler instrument loaded with a green sureform 45 stapler reload stapled for the first few millimeters, and then a message appeared indicating that the tissue was too thick to continue. The staff exchanged the stapler for a new sureform 45 stapler instrument from a different batch/lot. The new stapler instrument, loaded with a green stapler reload, was positioned in the same area of the lower rectum. The stapler fired and the rectal tissue was cut, however, the staples did not pierce the tissue. The unformed staples fell to the bottom of the pelvis, and they were removed via suction. The tissue was pushed forward/dragged during the firing process, the blade of the stapler reload was exposed, and staples were missing from the staple line. The stapler reload was not stuck to the tissue, and the stapler jaws did not open/release during the firing sequence. There was no tissue tension, however, there was significant edema of the tissue. Prior to the procedure, the tissue was exposed to radiotherapy and neoadjuvant chemotherapy. As a result of the event, an additional 5 cm of the rectum up to the anus was resected unexpectedly via the low approach, and the surgeon performed a manual coloanal anastomosis via suturing to repair the tissue, rather than a colorectal anastomosis. The surgeon has concerns for potential long-term complications for the patient due to this issue, as the unexpected rectal resection may result in poorer long-term function/performance and a greater risk of fistula development. The patient had an additional median laparotomy procedure on post-operative day 5 to treat an intestinal obstruction. There was no damage or anything out of the ordinary found to the instrument or accessories prior to use. The stapler fire involved with the reported event was the 8th. The staplers did not work at all; the tissue too thick message appeared for all attempts, except for the last/8th fire when the stapler fired and cut without applying the staples. The first seven attempts were failure to fires, with the impossibility of reusing the reloads after repositioning. On the last/8th fire, the blade cut a section of the rectum, but no staples were applied. With both staplers, the tissue too thick message appeared; with the second stapler, the same message appeared, but the blade was still triggered. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the stapler line due to the stapler issue. No port incisions were increased or additional ports placed as a result of this issue.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device log for the sureform 45 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show this instrument was used first; it was installed on the system 6 times, and it fired 6 green stapler reloads. All firings resulted in firing failures. On install 1, the first clamp was incomplete, stopping at approximately 57% completion. The next clamp was successful, however, it was followed by a firing failure. The firing stopped at 77% completion. On install 2, the system failed to detect the reload color, and the user manually selected the green reload. The first clamp was successful, however, it was followed by a firing failure. The firing stopped at 51% completion. On install 3, the first two clamp attempts were incomplete, stopping at approximately 56% and approximately 99% completion, respectively. The next clamp was successful, however, it was followed by a firing failure. The firing stopped at 50% completion. On install 4, the system failed to detect the reload color, and the user manually selected the green reload. The first clamps were successful, however, they were followed by a firing failure. The firing stopped at 47% completion. On install 5, the first clamp was successful, however, it was followed by a firing failure. The firing stopped at 60% completion. On install 6, the first clamp was successful, however, it was followed by a firing failure. The firing stopped at 60% completion. The instrument was then removed, and it was not used in the procedure again. There were no stapler related errors in the system logs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument (part #480445-04; lot #t10230615-0257) and performed failure analysis (fa) and did not confirm or replicate the customer reported complaint. The stapler instrument was installed onto an in-house system and fired on a test foam using an in-house green sureform 45 reload. The stapler instrument initialized, clamped, fired, and unclamped without any issues in both attempts. The resultant staple-line was visually inspected and appeared smooth and consistent; with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Based on the logs, the instrument was found to have multiple firing failures with the error message "tissue too thick," which was not replicated through in-house testing. Isi received the green sureform 45 reload and performed fa. Based on fa, the customer reported complaint was not confirmed or replicated. The stapler reload exhibited an unsuccessful firing failure, and the pushers were not completely deployed. The "tissue too thick" messages noted in the logs could have been associated with this particular failure.

Event description:
Refer to h10/h11 for follow-up information.